Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to a low out of range shock lead impedance measurement of 0 ohms. Boston scientific technical services (ts) discussed the potential for an electromagnetic interference (emi) source and troubleshooting options. At this time the patient was not brought into the clinic for evaluation at the patient's discretion and the physician will continue to monitor the measurements via the remote home monitoring system., no adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.